Manufacturer narrative:
On 15jun2018 immucor confirmed presence of the c antigen on cell 1 of retention capture-r ready-screen 3 lot r963 in manual capture using retention anti-c lot dl17022c. Controls performed as expected and cell 1 reacted positive as expected. Positive results exhibited 4+ reactivity. Retention product performed as expected. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on 06jun2018, and the fse found no hardware issues. Fse ruled out an instrument related issue. Unable to rule out a sample related issue. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.